Event description:
Customer reports physical damage to insulin pump. Customer states insulin pump was broken as he attempted to change a flat tire. Customer states the entire right side of insulin pump broke and no longer functions. Customer's blood glucose was in the 400 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a connector falling off from the interface board. The displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a broken off end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).